Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: reportedly the synex implant is dislodged. The ratchet mechanism did not hold. It was reported that there is no patient harm. No further information is available.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.